Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the lead data and noted that although the lead had recently reached out-of-range values, it remained stable. During an in-clinic visit, the physician requested assistance in increasing the shock impedance alert threshold to 150 ohms. Ts suspected a potential calcification issue, provided recommendations if the values exceed 145 ohms, and advised performing shock vector and defibrillation threshold (dft) testing. The plan is to continue monitoring. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the lead data and noted that although the lead had recently reached out-of-range values, it remained stable. During an in-clinic visit, the physician requested assistance in increasing the shock impedance alert threshold to 150 ohms. Ts suspected a potential calcification issue, provided recommendations if the values exceed 145 ohms, and advised performing shock vector and defibrillation threshold (dft) testing. The plan is to continue monitoring. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.